Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, her personal alarm her alarm did not go off at 3 am to check her blood glucose (bg). She awoke at 5 am not feeling good and had to go to the bathroom, which for the patient is a sign that her sugar was high. Patient returned to her bedroom and saw double hourglass with blood drop on receiver screen, and the system would not take blood glucose. The patient took their bg on glucometer which read - 'extreme high greater than 600'. Patient checked their ketones, injected herself with 8 units of insulin with syringe. Patient then called their doctor who told her to wait 90 minutes. At 90 minutes the patient's bg was at 545. The nurse from the doctor's office called at 8 am to check the patient's bg and she was at 400. The patient rested all day. The nurse practitioner called back at 3 pm and the patient was down to 208. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).